Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm arrived on site and observed both battery #1 and battery #2 were fully charged. The stm removed battery #2 and noted that battery #1 activated and powered the iabp unit in battery operation. The stm plugged the cart into an outlet and observed battery #1 charging to specifications. The stm was unable to duplicate the customer's reported issue. Upon review of the iabp log files, the stm observed battery #1 was at 82% which would not trigger the battery to charge because it was above 80% capacity. The stm instructed the customer on the battery charging operation. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a routine check, the battery for the cardiosave intra-aortic balloon pump (iabp) was not charging in bay#1. It was later reported that the iabp unit was removed from service and plugged in overnight. There was no patient involved and no adverse event was reported.